Event description:
Upon removing the catheter from the introducer sheath, the introducer sheath separated at the hub and a portion remained in the pt. The pt was taken to surgey to retrieve the detached portion of the introducer. The pt was reportedly recovering.